Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the acoustic lens was chipped, the screw holes on the distal end were missing adhesive, water tightness was lost due to a pinhole on the channel tube, the bending angle in the up direction was out of standard, the up/down knob had play, the adhesive on the bending section rubber was cracked, the ultrasonic transducer was corroded, switch 1 was scratched, and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had defects along the bending tube sheath. Inspection and testing of the returned device found the ultrasound probe was cracked and the tip lid fixing screw adhesive was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The issue was found during pre-use inspection.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.